Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Distal locking bolt broke under stress after tibia nail osteosynthesis. No adverse consequences expected.

Manufacturer narrative:
Evaluation revealed the locking screw to be the primary product. The also reported tibia nail is regarded to be a concomitant product. The devices were not available for investigation. A review of the device history record (DHR) of the locking screw revealed no discrepancies in material or manufacturing. According the received medical information the broken screw was removed during a scheduled surgery for metal removal after a period of implantation of 18 months which indicates successful treatment. The locking screw most likely broke in a fatigue manner during or after successful bone healing. According to available information a deficiency of the locking screw was not be verified. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. Product was not received.

Event description:
Distal locking bolt broke under stress after tibia nail osteosynthesis. No adverse consequences expected.